Manufacturer narrative:
Approximate age of device - 11 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A root cause for the patient¿s reported driveline infection could not be determined through this evaluation. The manufacturer's instructions for use lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It was reported that the patient was discharged. The patient remains ongoing on lvad support and no related complaints have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection. No additional information was provided.